Event description:
The patient was requiring increasing doses of baclofen. The catheter was determined to be kinked and the proximal portion was replaced. The distal portion was left in place. A follow up report will be sent when additional information is received.